Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) delivered anti-tachycardia pacing (atp) which accelerated the ventricular tachycardia (vt) into ventricular fibrillation (vf) which was not sensed, no shock was delivered as a result. The device was reprogrammed to no atp and high energy shocks only. There were no additional adverse patient effects reported.